Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at display window corners and battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that she went swimming and wrapped the insulin pump in a towel and when trying to reconnect, it alarmed. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.